Manufacturer narrative:
This complaint of an external leak is confirmed. During functional testing the catheter exhibited two leak sites that are located on the arterial and venous extension legs. The leaks were only visible under pressurization. No blunt instrument trauma or clamping damage was observed that would be associated with the leak sites. The small pinhole leaks may have occurred during placement or the catheter may have been inadvertently poked with a sharp implement; however, at this time the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. According to the products instructions for use (IFU) says "always clamp catheter over the reinforced clamping sleeve or tape tab." This may be a user maintenance issue. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complaint.

Event description:
Leaking pheresis catheter. Leaking through the blue and red hubs.